Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging eye infection, eye bloodshot and itchy, headache, nervous. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging eye infection, eye bloodshot and itchy, headache related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer product investigation laboratory for further evaluation. The external and internal aspect of the device was evalauted and the manufacturer observed dust/dirt contamination throughout the device enclosure and airpath, which suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was also observed. Evidence of water ingress found in the blower box and on the bottom of the blower, suggests use of non-distilled water in the humidifier. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust / dirt contamination and keratin contamination was observed, are consistent with being from an external source. Section d8, d9, h2, h3 has been updated. Section h6 medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated. Section b7 was not captured in previous report, it has been corrected in this report.